Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent permanent impairment/damage in initial MDR. B5 - corrected to: the reporter indicated that a toric implantable collamer lens was implanted into the patient's eye. The lens unfolded inappropriately and eventually ended upside down. The lens was explanted and was torn during removal. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted. H1 - corrected to serious injury in initial MDR claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's eye. The lens unfolded inappropriately and eventually ended upside down. The lens was removed and was torn during removal. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.